Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. A patient underwent a revision. An additional drg lead is being added to system for better coverage. The physician attempted to put another lead at l1, but he wasn't able to get access, so he tried t12. The physician couldn't get access there either, so he aborted the case. Nothing was explanted and the patient still had a lead at l2. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 to add a lead. However, during the surgery the surgeon was unable to add another lead due to patient's anatomy. Additional intervention may take place to address the issue. The investigation was unable to determine the lead was attributed to the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 8042800. Common device name: drg: lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 8145643.